Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) , the device displayed a "cable fault" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical (B)(4); the reported malfunction was observed during testing; however after disassembling the device to determine root cause, the malfunction was no longer seen. The device was put through extensive testing without duplicating the reported malfunction. The defib receptacle, multi-function cable, and CPR adapter were replaced as a precaution. The device passed the final test procedure, was recertified, and returned to the customer. The multi-function cable and cprd adapter were returned to zoll medical corporation for evaluation; the reported malfunction was not duplicate or confirmed. Analysis for reports of this type has not identified an increase in trend.